Event description:
It was reported during implant attempt that there was high impedance. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection of the full lead revealed blood in/on helix/lobe mechanism.